Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, there is clavicle abrasion and much of the insulation is gone. The outer insulation, inner coil wire, and terminal pin assembly were all consistent with the specified materials for flextend, model 4086 leads. The inner coil fractured at the site of the weld to the terminal pin. All visible fracture surfaces showed evidence of overload. This indicates that the weld bonded the coil wires to the pin, but failed within the weld pool due to an overload.

Event description:
Boston scientific crm received information that this right atrial (ra) lead exhibited noise resulting in atrial tachy response (atr) mode switches. All lead measurements were within normal limits and the noise was unable to be reproduced. Technical services (ts) discussed programming options to mitigate the issue. The health care provider (hcp) decided to change the ra sensitivity to least and will consider adjusting the duration. No adverse patient effects were reported. Additional information indicated during the device change out procedure, this lead was surgically abandoned. It was noted the lead was starting to disintegrate.